Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08680 inches. No unexpected pump error 4, pump error 23, pump error 28, pump error 53, pump error 58, or pump error 84 alarms noted during testing however, the downloaded history files confirmed pump error 53, and pump error 4 alarms due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 43 mg/dl at the time of the incident. The insulin pump got insulin pump error twice within a month. The customer was able to clear the alarm and able to rewind the insulin pump. Fill cannula was recorded in daily history. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.